Manufacturer narrative:
The investigation into the reported event determined that there was no device malfunction. This is not a reportable event. Complaint investigation: the fse confirmed the problem reported by the customer of the system would not boot up. The fse determined the cause of the problem to be the 5v power supply needed adjustment. The fse adjusted the 5v power supply and verified system functionality. The power supply is a hardware component that supplies power to system. It regulates the voltage to an adequate amount, which allows the systems pcbs and other components to run smoothly. The power supply is an integral part of the system and must function correctly for the rest of the components to work. Power supplies wear with use and periodically require output recalibration to ensure the voltage outputs remain within specifications. Maladjustment of the power supply can cause a variety of system functionality issues, including boot up issues. Adjusting the power supply resolves this issue. This complaint does not represent a malfunction as system adjustments are routinely made over the lifetime of the system and are expected to drift with time.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The 5 vdc power supply was evaluated and calibrated to the optimal operating voltage. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system failed to boot. No patient serious injury or death was reported related to this event.